Event description:
It was reported that during a superion indirect decompression system implant procedure, during deployment the 12mm device broke, as the ring and screw device became detached from the main unit. The broken spacer and pieces were removed from the patient. The physician decided that maybe the 12mm was too large, so he went back in with a 10mm device, which deployed with no problems. The implant procedure was successfully completed. The broken spacer was retained and will not be returned.